Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed and this is the 1st related complaint for needle clog on lot # 1342182. Investigation summary: customer returned (2) open 32gx4mm bd pen needles without tear drop label attached. The customer reported when priming no insulin flows. The returned samples were examined, and it was observed that both non-patient end (npe) cannulas were bent. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.